Event description:
Places test strip in meter, applies blood and meter keeps asking for blood. Per pt states applying enough blood. Event reappeared after reintroduction. Dose, frequency & route: use 4 times a day.